Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was close to reaching elective replacement indicator (eri) but had not reached eri and unexpectedly went directly to end of service (eos). It was noted upon interrogation there was an alert warning that the capacitors charge time was longer than expected, leading to eos. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.